Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display noted. Insulin pump passed displacement test, rewind and basic occlusion tests. No unexpected low reservoir alarm noted. Insulin pump had a cracked display window corner, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It is reported that the patient's insulin pump has an unresponsive keypad. The patient's blood glucose level is 241mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.